Manufacturer narrative:
Evaluation of the auxiliary harness revealed no anomalies. The harness functioned as intended. A loose connection at the terminal end of the harness is suspected.

Event description:
The svc report shows that while evaluating an extended self-test error, the nellcor puritan-bennett customer support engineer noted an intermittent failure to activate the audible alarm. The engineer inspected the device and replaced the auxillary harness assembly to correct the deficiency. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.